Event description:
The facility returned the device for service to baxter during service testing, baxter service technician reported that the device undelivered. No pt or pt injury has been reported with this device.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -7.18% below the desired amount. The specification limit for this pump is +/-5%. An indepth evaluation has been req. To determine the root cause of the failure. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issus is being investigated under CAPA.